Manufacturer narrative:
Evaluation: results: patient condition affected effectiveness of the device (patient lesion/vessel morphology; 75% stenosis and little calcification); inherent risk of procedure (stent deformation and failure to deliver the stent); failure to follow instruction (use of force). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition. (Patient lesion/vessel morphology; 75% stenosis and little cal cification); user error contributed to event (use of force). (B)(4).

Event description:
The physician was attempting to implant a 2.75 mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in the cx that was reported to exhibit 75% stenosis and little calcification. It was reported that the stent was unable to cross the target lesion, and on removal from the patient, the stent struts were noted to be damaged. The lesion was further pre-dilated and a same sized stent was successfully implanted. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned on the balloon between the inner shaft markers as per specification requirements. A number of struts on the 7th proximal segment and on the 1st distal segment were raised and deformed. The distal tip was severely stretched.